Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
An ophthalmologist reported that following a cataract with iol (intraocular lens) implant procedure, a patient complained of seeing a "scratch" in their vision. The ophthalmologist indicated that he can see a line either on the iol or the capsular bag. As the procedure was performed a few months prior to the reported event, the iol is now integrated with the capsule, and the doctor does not feel that the iol can be removed. There were no anomalies during the initial procedure reported, however the ophthalmologist suspects that the iol injector contributed to the reported event. Additional information has been requested.